Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, and noted that customer did not have charger at time of call. Follow up attempts were made to verify issue resolved however, no response was received.